Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while the customer was using the device updater to update their pump, the pump would intermittently be "disconnected". The customer stated that the pump was securely connected prior to entering the update ID; however, the customer's computer would lose recognition of the pump. Reportedly, there was no error code displayed, but the customer stated that an "application stack failure" occurred. The customer was unable to continue the update process and was unable to use the pump. The customer's blood glucose level was 108 mg/dl. It was confirmed that the customer had an alternate method of insulin delivery available.